Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that approximately 18 months ago, secondary sets were not infusing or backing up. The customer switched to a different secondary set and has had no further issues. There is no report of patient harm.